Manufacturer narrative:
Corrected date of event: (B)(6) 2018. Corrected describe event or problem plant investigation: this acute hospital location had leaks on the blood chamber used on the crit-line iii monitor. There were no cracks noted. The leak was occurring where the blood chamber screws into the head of the dialyzer. They ended the treatment, put in new lines, dialyzer and blood chamber and started again. The blood chamber was thrown away.

Event description:
A user facility's nurse manager reported that there was a blood leak occurred on the blood chamber of the crit-line iii blood chamber ii device 5-10 minutes after initiation of the patient¿s hemodialysis (hd) treatment. The leak occurred where the crit-line screws into the head of the dialyzer. No cracks were visible on the crit-line iii module, the complainant indicated it as being a connection issue. The patient's estimated blood loss (ebl) was noted as being approximately 25-50 cubic centimeters (cc). The nurse attempted to re-seat the crit-line iii module without success. The patient was re-set up with a new bloodline, dialyzer, and blood chamber, and then the hd therapy was continued and successfully completed without any issues. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The crit-line iii blood chamber ii and the optiflux dialyzer assembly were not available to be returned to the manufacturer for evaluation as both devices were discarded by the user facility.

Manufacturer narrative:
Plant investigation: this acute hospital location had leaks on the blood chamber used on the crit-line iii monitor. There were no cracks noted. The leak was occurring where the blood chamber screws into the head of the dialyzer. They ended the treatment, put in new lines, dialyzer and blood chamber and started again. The blood chamber was thrown away.

Event description:
A user facility's nurse manager reported that there was a blood leak occurred on the blood chamber of the crit-line iii bloodchamber ii device halfway through a patient's hemodialysis (hd) treatment. The leak occurred where the crit-line screws into the head of the dialyzer. No cracks were visible on the crit-line iii module, the complainant indicated it as being a connection issue. The patient's estimated blood loss (ebl) was noted as being approximately 200 milliliters (ml). The patient was re-set up with a new bloodline, dialyzer, and blood chamber, and then the hd therapy was continued and successfully completed without any issues. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The complaint device was not available to be returned to the manufacturer for evaluation as it was discarded by the user facility.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's nurse manager reported that there was a blood leak occurred on the blood chamber of the crit-line iii bloodchamber ii device halfway through a patient's hemodialysis (hd) treatment. The leak occurred where the crit-line screws into the head of the dialyzer. No cracks were visible on the crit-line iii module, the complainant indicated it as being a connection issue. The patient's estimated blood loss (ebl) was noted as being approximately 200 milliliters (ml). The patient was re-set up with a new bloodline, dialyzer, and blood chamber, and then the hd therapy was continued and successfully completed without any issues. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The complaint device was not available to be returned to the manufacturer for evaluation as it was discarded by the user facility.